Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacemaker mediated tachycardia (pmt) which appeared to be atrial or sinus driven and the tachy mode was off. Boston scientific technical services stated that the device appeared to be functioning as programmed. As of this time, this crt-d remains in service. No adverse patient effects were reported.